Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, this 23 mm sjm trifecta valve was implanted. Per report, there was a possible leaflet tear of the left coronary cusp and the valve was explanted on (B)(6) 2016. It was replaced with a smaller 21 mm sjm trifecta valve. The patient was reported to be in stable condition.